Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No frozen display, numbers ramping or scrollbars moving up noted. Device had scratched lcd window, cracked belt clipslot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.